Manufacturer narrative:
Additional patient information was provided, as documented in section a. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: "system failure error during a case. They rebooted it came back up but they lost the endoflation." No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to our us facility, as documented in section d9, and will be later forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).